Event description:
A (B)(6) in-house pt had stroke on her right side. The occlusion was on the right middle cerebral artery (r-mca). Pt also had atrial fibrillation. Pt was given IV tpa which resolved atrial fibrillation and the pt was improving. While in-house, the pt then had a left mca occlusion two days after the first stroke, and was sent to the angio for intervention. Physician started using trevo pro 4. During first pass with the trevo pro 4, they got a little clot out and the mca had slow flow and a small reperfusion channel. During the second pass with the trevo pro 4, a little more clot came out. During the third pass with the trevo pro 4, some more hard, fibrous clot was retrieved. During the fourth and fifth passes, a merci retriever was used and no add'l clot was retrieved. During the sixth pass trevo pro 4 was used again and the physician decided to stop the procedure due to a small dissection in the mca. Physician stated that the dissection was not device related.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. The mfg records for trevo pro 4, lot number, 35737, were reviewed and no anomalies were found that are related to this complaint.